Event description:
Medtronic received information that the rotor of this bioprosthetic aortic valve holder detached from the holder, while the valve was being positioned for implant. The holder was removed, and the valve was successfully implanted. There were no reported adverse patient effects.

Manufacturer narrative:
Evaluation method: device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: upon receipt, visual examination confirmed that the rotor was detached from the valve holder. Testing demonstrated that both the rotor and the holder tolerances were within design specifications. The holder consists of a white rotor and a blue holder body. The engagement of these two parts is governed by the inside diameter of the holder and the outside diameter of the rotor. The tolerances were designed to ensure engagement of the rotor and holder body under normal operation conditions of implant, while allowing the ability to press fit the components during assembly. When extra axial forces are applied to the rotor while ratcheting the mechanism, there is a tendency for the rotor to detach from the holder if the tolerances are at the worst case scenario (ID at the maximum tolerance, od at the minimum tolerance). For this case, the rotor and holder were found to meet specification. However, we suspect that the axial force applied to the rotor during the case resulted in the reported clinical event. Medtronic is currently investigating design enhancements to mitigate recurrence of the event. Conclusion: the product was found to meet specification. Operational context likely contributed to the event. The valve was successfully implanted without reported adverse patient effects.